Manufacturer narrative:
(B)(4). Multiple attempts to customer have been made to get patient involvement information. If the customer reports further information a follow up medwatch will be submitted.

Event description:
The customer reported that an 840 ventilator stopped cycling. Patient involvement is unknown. The covidien customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. The cse inspected the device and replaced the inspiratory autozero solenoid as precautionary action. The unit passed extended self testing.